Manufacturer narrative:
Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type:

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l or 306 mg/dl while wearing the pod between 5 and 24 hours on june 15, 2026. The adhesive completely separated from the infusion site (upper arm) causing the cannula to dislodge. The patient stated that the cannula had inserted into the skin. The patient stated that they usually prep the site by cleaning, disinfecting, and at then allowing the skin to dry before applying a pod. No medical assistance was required. The patient was able to successfully resume treatment.